Manufacturer narrative:
The tech found the head right brake caster stem broken causing the brake caster lock to fail. The tech replaced the head right brake caster to resolve the issue.

Event description:
Account alleged that the brake is not holding. No injuries reported.